Manufacturer narrative:
The manufacturer previously reported a ventilator's volumes were inaccurate. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log and the flow sensor assembly was found to be cracked. The device's blower motor and flow sensor assembly were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator 's volumes were not accurate. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.